Event description:
It was reported by the repair team that the device operated automatically without activation. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed that the wires present where the cable enters the strain relief near the handpiece end were broken. This is the cause for the handpiece to run on its own.